Event description:
A customer contacted baxter's technical service center and reported that he saw air in the patient line. The technical service representative (tsr) had the homepatient (hp) press stop and disconnect from the set up. The tsr advised the hp to end therapy and restart with all new supplies. No patient injury or medical intervention was reported.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the nurse reported that the cut wire broke inside the patient. The device remained in tact and no wire fell into the patient. The procedure was completed with subject dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Follow up with the patient revealed that he had connected too quickly and noticed air. He stated that it was "his fault " and that he discarded the supplies and started with new supplies. The patient did not recall the lot number. The patient also confirmed that he is doing well with therapy. No patient injury or medical intervention was reported. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the most likely cause of the air in tubing is user error - the patient connected before priming was adequate. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.